Event description:
Allegedly revised due to a broken component.

Manufacturer narrative:
Ejected clip, shaft the analysis results found that the device was received with the shaft broken at distal end causing that the internal components lose its intended position. The device was cycled and ejected the remaining clips due to the found condition of the shaft; however, it could not be determined what may have caused this condition. In addition, the device locked out as intended but the orange indicator was not visible. This finding is not related with the incident reported. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a bariatric sleeve gastrectomy procedure, the jaws of the device broke while applying clips on to the stomach. Unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.